Event description:
It was reported the pt's ipg pocket site is red and uncomfortable whether stimulation is on or off. The pt declined reprogramming. Surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.